Manufacturer narrative:
This product has been returned and is currently undergoing analysis. This report will be updated once the analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the helix retracted. Dried blood/body fluid were noted in the helix housing area, and the stylet was returned stuck inside the lead, this was most likely due to body fluid. One set screw mark was noted on each terminal pin. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Detailed analysis revealed slight offset at the distal end of the terminal end assembly, most likely due to overtorque. No other anomalies were identified. The allegation of helix mechanism difficulty was confirmed by analysis. Blood clogging in helix mechanism was likely the root cause of helix mechanism difficulty. As observed during testing, the extendable/retractable helix lead is susceptible to blood infiltration. Once this has occurred, extension/retraction of the helix may no longer be smooth or in some instances the mechanism could cease to function.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold and poor sensing measurements the evening of implant. Due to a rv lead dislodgement, a lead revision procedure was performed. The physician was unable to get the helix of the lead to retract, so this lead was explanted. A new rv lead was implanted. No additional adverse events were reported.